Event description:
On (B)(6) 2012, it was reported that a patient had a potential lead discontinuity. The patient was strangled a couple of weeks ago and had swelling at the lead wire site. The patient had increased seizures, which also began a couple of weeks ago. Diagnostics were not run. X-rays were expected to be taken. No additional information was available. Attempts for additional information have been unsuccessful. No x-rays have been received by the manufacturer.

Event description:
A fax was received on (B)(6) 2012. The fax indicated that there was no swelling present and was not believed to have been related to the patient trauma (strangling). The increase in seizures was noted by the patient's mother over the past three to four days. No interventions were taken: the patient was to be observed, per the neurologist. The device was reportedly interrogated with normal results. No further work-up was deemed necessary and the patient was sent home. An additional fax was received on (B)(6) 2012, with clinic notes from the patient's appointment. Notes dated (B)(6) 2012 indicated that after vns implant in (B)(6) 2010, the patient's seizures decreased from 20 per week and the patient's mental alertness and school performance improved. The patient was strangled about three weeks ago. About one week ago, the patient's mother noticed a knot near the left clavicle with tenderness and contacted the physician with concerns that it may be the lead. The patient's seizures increased over the past three to four days (three to four seizures in a five minute period on (B)(6) 2012). The patient was also reported mentally slower and less alert. The physical exam showed that the left scm was more prominent just superior to the clavicle. There was not erythema but the patient was tender at the location of the palpable loop of the inferior lead and along the "catheter" tracking toward the generator. The scar was well-healed with no erythema. The patient was referred for x-rays and interrogation. If diagnostics were abnormal, the device would be disabled until surgery could be scheduled. If the interrogation was normal, the patient would be sent home. Interrogation was normal and the patient was sent home. Neurology would follow the patient's seizures, but there was no active issue. Parameters and ok impedance was noted from the interrogation. Pa and lateral images of the patient's chest were taken on (B)(6) 2012 and compared to those from (B)(6) 2011. X-ray review was provided, but x-rays were not. The review stated that the leads are intact and extend superiorly ending at the level of the cervical thoracic junction. The heart and mediastinum have a normal appearance. The lungs are symmetrically aerated with no atelectasis or consolidation identified. No pleural effusion or adenopathy is identified. Additional follow up on (B)(6) 2012, with the patient's mother (by the physician) indicated that the patient was still hurting. There were no outward signs of redness, bruising, or swelling in the general area of the vns for the patient.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR stated that the event date was (B)(6) 2012. Additional information was received indicating that the increase in seizures occurred three to four days prior to the initial aware date. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.